Event description:
It was reported via phone call, that the customer was hospitalized on (B)(6) 2015 due to diabetic ketoacidosis. Customer's blood glucose levels at the time of hospitalization 600 mg/dl. The customer reported experienced nausea. The customer was wearing the insulin pump at the time of hospitalization. Customer was treated with intravenous fluids, intravenous insulin, seizure and vomiting medication given intravenously. Unable to troubleshoot. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.